Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, foreign material was found on the wire. When the forte-floppy wire was removed from the protective hoop, the physician noted that there was some powder adhered to the device. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
Pt's age is 18 years or older. It is indicated that the device will not be returned for evaluation as the device has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).